Event description:
It was reported to depuy acromed that a doc outer bone screw broke post-operatively. The patient had undergone cervical fusion surgery in 2001 and was doing well. The patient was involved in a car accident three months later and subsequent x-rays revealed that the patient had a c6 vertebral body fracture with screw breakage and possible screw pull-out. The screw was explanted 4 months later. Half of the screw was not able to be removed due to the bone growth around it. There were no other adverse consequences to the patient.